Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that there was a defective implantable neurostimulator (ins). During the implant procedure, the torque screw did not tighten down and hold the lead into the ins. After several tries, the lead was not secure. The torque wrench kept clicking, but the lead was not secure, so another torque wrench was used which did not resolve the issue either. A new ins was used which resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed setscrew was backed out to far and unable to tighten down on a lead.

Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Device returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.